Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 441 mg/dl with nausea that dropped to 43 mg/dl with loss of consciousness. Reportedly, the patient discontinued the insulin pump and was treated in the emergency room with IV glucose and IV fluids. It was reported that the patient was new to pump therapy and their healthcare provider made recent changes to their bolus settings, basal rate, and insulin on board (iob). It was reported that the patient has addison¿s disease. The reporter stated that the patient received an empty cartridge warning, but somehow primed 165.2 units before changing the cartridge and was unsure if they were attached. This complaint is being reported due to the bg excursion the patient experienced while on the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: the pump history showed auto off alarm on 04/30/2015 at 08:19. The cartridge was then primed empty causing the replace cartridge and loss of prime to be recorded at the same time 08:23. After the prime button was released the prime was stamped with 08:24 time. A rewind, load and prime sequence was performed successfully with no errors or alarms. The pump clearly displayed the message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body then select continue" on the prime screen. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no errors, alarms or warnings during the 24hr duration testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.